Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the clinicians were observing concurrent flow with secondary chemotherapy infusions. It was noted that a chemotherapy medication was being infused at a rate too fast for the medication due to the pump not switching over (between secondary and primary infusions) properly. It was mentioned that if the chemotherapy medication is on a filter that the pump will pull from both the medication and maintenance line, so the clinicians have had to clamp ¿it.¿ furthermore, the clinicians reported that when using basic infusion setting on the pump, that there is no issue at all, but when the clinicians program a chemo drug (even with just a saline set up) they are seeing an issue. There are times that the clinicians only have to drop the primary bag down on one hook and it works fine, then there are times that they have to use two hooks and it still tries to pull from both primary and secondary bags, so they clamp it. The clinicians have tried different sized bags and that is not making a difference. There was patient involvement but the information on patient impact is unknown.

Manufacturer narrative:
Additional information : imdrf annex a and g codes.

Event description:
It was reported that the clinicians were observing concurrent flow with secondary chemotherapy infusions. It was noted that a chemotherapy medication was being infused at a rate too fast for the medication due to the pump not switching over (between secondary and primary infusions) properly. It was mentioned that if the chemotherapy medication is on a filter that the pump will pull from both the medication and maintenance line, so the clinicians have had to clamp ¿it.¿ furthermore, the clinicians reported that when using basic infusion setting on the pump, that there is no issue at all, but when the clinicians program a chemo drug (even with just a saline set up) they are seeing an issue. There are times that the clinicians only have to drop the primary bag down on one hook and it works fine, then there are times that they have to use two hooks and it still tries to pull from both primary and secondary bags, so they clamp it. The clinicians have tried different sized bags and that is not making a difference. There was patient involvement but the information on patient impact is unknown.